Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was an issue during priming process on insulin pump. The customer was assistance in changing the set and reservoir, found out that the insulin pump was in suspended delivery. Customer was advised to resume the delivery in order for the to get the option to rewind and load the reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.